Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing, which led to pacing inhibition. No intervention was made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but was not received.